Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed) and confirmed the issue of no sound. The pic ix control center was restarted, which was able to resolve the issue. The cause of the screen freeze leading to the reported no audio issue was not determined. Based on the information available and the testing conducted, the cause of the reported problem was unknown. The reported problem was confirmed. The device was operational after the restart was completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: (B)(6).

Event description:
Philips received a complaint on a patient information center ix indicating that the screen had frozen and there was no sound. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.